Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon anastomosis in a colon resection, the surgeon experienced difficulty removing stapler from cavity. Surgeon had to oversew to resolve the issue.